Event description:
Prior to an implant attempt, difficulties were encountered while operating the fixation mechanism of the device.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.